Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). It was also noted the area where the foreign material was detected had grooves. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water cylinder had no color, suction cylinder had no color, plug unit had corrosion, scope connector case unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, outside shield unit had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, bending angle in up direction did not meet the standard value due to wear of angle wire, objective lens had a scratch, light guide lens had a scratch, connecting tube had a wrinkle, and the universal cord had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope bending section cover adhesive and connecting tube had foreign objects. There were no reports of patient involvement.